Manufacturer narrative:
The device was returned to olympus for evaluation, and customer's allegation was confirmed. Additionally, the evaluation found the rubber was lifting, leaks, forcep and brush restriction due to insertion deep dents/image failed flickering during up-angulation but returns. The charge coupler device (ccd) failed on the bending section/deep dent at 15mm from distal end/cuts and deep dents on insertion tub/scratches on control body/dent and scratches on light guide tube. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image on evis exera iii bronchovideoscope was not working. There were no reports of patient harm associate with this event.